Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, there was no reinforcement material used in conjunction with the stapling device. They picked up the product wrapper in the materials office that stated "failed but resident fired and was wasted". They opened a second device to complete the case. There was no patient injury.